Event description:
Event description guidant received information that, approximately 11.5 months post-implant, the battery monitoring voltage for this implantable cardioverter defibrillator (ICD) is at 2.62v. It was reported that there are no shocks or pacing recorded in the device history. There was expressed concern regarding the battery longevity for this device. It was noted that a memory dump would be performed and forwarded to guidant for further analysis.